Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited capture issue. The pacemaker was explanted and replaced. The patient status was unknown.

Event description:
New information received notes that the patient presented for follow-up in clinic. The pacemaker exhibited failure to capture. The patient was in stable condition.